Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, during first inflation at below rated burst pressure, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. No complications were reported and the patient was in good condition.